Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
The customer reported via phone call that their insulin pump was exposed moisture and insulin pump was pretty much dead. The customer¿s blood glucose was unknown at the time of incident. Customer states they did not hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.